Event description:
On (B)(6) 2012, therakos rec'd a report of unexpected hemolysis during treatment.

Manufacturer narrative:
Batch record review on kit lot z117 showed that the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).